Manufacturer narrative:
No blank display noted. However, device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power, low battery, batter out limit, motor error alarm due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received motor error alarm and off no power alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the off no power alert. Customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.